Event description:
During procedure, monopolar curved scissor in arm 1 (davinci case) physician said he could not open or move scissor in any direction. Entire trocar removed with arm attached and instrument in trocar. Instrument removed from trocar and at end of scissor near tip, black plastic under the orange paper was bent outward and torn downward. Instrument had 6 lives left. New scissor opened. No harm to patient. Device sent back to company.